Event description:
It was reported that the tip of the device broke off during a rotator cuff repair. The surgeon had to convert to an open procedure to retrieve the broken piece. The hospital reported no further consequences with the patient from this event. The device is used for treatment.

Manufacturer narrative:
The device is expected for evaluation, but has not yet been received. A follow up report will be submitted upon completion of the investigation.